Event description:
It was reported a patient underwent an unknown robotic procedure on (B)(6) 2022 and topical skin adhesive was used. Post op on an unknown date in (B)(6) 2022, the patient had an allergic reaction the surgeon put the patient on a steroid ointment. The patient is doing fine. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.